Event description:
The report we received from our affiliate indicated that during a pta to the sfa, which was severely calcified, the balloon ruptured at three atmospheres. An ipsilateral anterograde approach was used. There was no report of any adverse consequence to the patient. There was no information as to how the case was completed, and as per the reporting affiliate, no additional procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the superficial femoral artery the balloon reported to have ruptured. The vessel was described as having severe calcification and mild tortuosity. There was no reported patient injury. Manufacturing records for the lot were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.